Event description:
It was reported that a revision surgery has been scheduled.

Event description:
It was reported that the patient underwent a posterior surgical procedure spanning from the lower thoracic to the sacrum. It was noticed on x-ray during a routine visit that both setscrews had become disengaged from the bone screws at the sacrum. No revision surgery has been planned yet because the patient is not in pain.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.